Event description:
It was reported that the colonovideoscope exhibited thin stripes and rings across the entire monitor screen. The issue was identified during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due a faulty charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.